Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon release of the valve, the valve dislodged above the native aortic valve annulus. The valve was snared into the ascending aorta. A second valve was implanted. No additional adverse patient effects were reported.